Manufacturer narrative:
(B)(4).

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; three devices had bent components, one device had missing components, and two devices had detached components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.